Event description:
A surgery coordinator, reported issues registering the pt while in a cranial procedure. Could not get tracer to register the pt, received the error, "unable to register pt". Pt was registered using pointmerge. Surgeon alleged an inaccuracy of the system and discontinued the use of navigation. There was no impact on the pt outcome.

Manufacturer narrative:
No parts or files have been received by that MFR for eval.